Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During ICD analysis, high voltage output circuit damage was found consistent with rv lead damage. The lead was capped.